Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was on the shower when she heard the alarm on insulin pump. The customer¿s blood glucose was 259 mg/dl. Customer did not mentioned name of alarm which she received on her insulin pump. Troubleshooting was done for cosmetic damage. Customer reported that the battery compartment had a crack on it. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test and self test. The insulin pump was received with the case cracked behind the insulin pump near the battery compartment and broken battery tube threads. No unexpected pump error alarms noted during testing. The insulin pump was monitored for several days and no unexpected alarms or alerts occurred.